Event description:
Healthcare professional reported that patient injected with (1cc) juvéderm® voluma® with lidocaine in t1,t2, (3cc) juvéderm® voluma® with lidocaine in the "f", (2cc) juvéderm® volift® with lidocaine in ck1,ck3,ck4, (1cc) juvéderm® volux¿ in c1,c2,c6, (2cc) skinvive¿ by juvéderm® in front cheek (l/r), (1cc) skinvive¿ by juvéderm® in tt1,tt2. Patient experienced "delayed immune response" approximately 2 months after injection. Treatment included unspecified prescription of medication, filler dissolve (filler melt) by using hyalase 4vial and nodulation treatment two round. Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4),(B)(6) (B)(4), (B)(6) (B)(4), (B)(6) (B)(4), (B)(6)((B)(4). This emdr is being submitted for the suspect product, (3cc) juvéderm® voluma® with lidocaine in the "f".

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6, h10. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that patient injected with (1cc) juvéderm® voluma® with lidocaine in t1,t2, (3cc) juvéderm® voluma® with lidocaine in the "f", (2cc) juvéderm® volift® with lidocaine in ck1,ck3,ck4, (1cc) juvéderm® volux¿ in c1,c2,c6, (2cc) skinvive¿ by juvéderm® in front cheek (l/r), (1cc) skinvive¿ by juvéderm® in tt1,tt2. Patient experienced "delayed immune response" approximately 2 months after injection. Treatment included unspecified prescription of medication, filler dissolve(filler melt) by using hyalase 4vial and nodulation treatment two round. Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6)(emdr-(B)(4), (B)(6), (emdr-(B)(4), (B)(6) (emdr-(B)(4), (B)(6), (emdr-(B)(4), (B)(6), (emdr-(B)(4). This emdr is being submitted for the suspect product, (3cc) juvéderm® voluma® with lidocaine in the "f".